Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, manufacturer name, city and state, MFR site, date rec¿d by MFR have been updated accordingly. Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease filter. The indication for the procedure was a large left deep venous thrombosis of the left lower extremity. Anticoagulation was initiated by the family practice service. Unfortunately, the patient bled profusely through his left thigh muscle and there was significant edema and pain. Therefore, the anticoagulation was discontinued. The device was advanced via the right femoral vein and deployed about 3cm below the level of the renal vein. According to the procedure note; successful deployment of an inferior vena cava (ivc) filter, with no complications. Approximately three months later an attempt was made to remove the filter. Access was obtained through the right common femoral vein. An ensnare device and a goose neck snare were used but were unable to catch the filter, the procedure was abandoned. The procedure report noted no complications, the note also indicated that the initial implant was due to extensive pulmonary embolism (pe). It was initially reported that the filter subsequently malfunctioned, embedded itself to the ivc wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. Additional information contained in the patient profile form (ppf) indicated that approximately fourteen weeks post implant procedure, the patient underwent an unsuccessful percutaneous removal procedure. The patient is reported to continue to experience anxiety, numbness in the legs, fatigue and impotence related to the device. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety, fatigue, numbness in the legs and impotency do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in is the complaint awareness date.   As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, embedded itself to the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and thrombosis/occlusion within the ivc does not represent a device malfunction. The product¿s instructions for use indicates that filter obstruction and thrombus formation are potential complications of filter implantation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, embedded itself to the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.